Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during an unrelated device replacement procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was implanted in retro muscular and noted to be bent. Visual inspection observed that the insulation was cracked just after the can. The electrode was explanted and will be returned for evaluation.

Event description:
It was reported that during an unrelated device replacement procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was implanted in retro muscular and noted to be bent. Visual inspection observed that the insulation was cracked just after the can. The electrode was explanted and returned for evaluation.

Manufacturer narrative:
The electrode was returned in two segments, fractured at approximately 6.8 centimeters from the terminal end. Visual examination identified terminal boot damage that was worn through on one side approximately 2.5 cm from the terminal end. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed clinical observations.